Event description:
It was further reported that the patient experienced retroperitoneal bleed. The patient's retroperitoneal bleed was a result of the femoral vascular access during the procedure.

Event description:
It was further reported that during the index procedure following stent implantation, a spasm occurred. Nitroglycerin was used to treat the event.

Manufacturer narrative:
Update: describe event or problem, patient codes. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2012-06773. It was reported that during a coronary stenting treatment procedure, the patient experienced blood loss, anemia. The de novo target lesion 1 being treated was located in the distal left circumflex (cx). The lesion was 75% stenosed, 2.5mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 2.5x16mm study stent. Post dilation was performed. Residual stenosis was 0%. The de novo target lesion 2 being treated was located in the proximal left cx. The lesion was 75% stenosed, 3.0mm in diameter and 20mm long. The lesion was treated with placement of a 3.0x24mm study stent. Post dilation was performed. Residual stenosis was 0%. During the procedure, an event of blood loss, anemia was noted. Hospitalization was prolonged, and the patient received blood transfusion. The patient is recovering and the event is resolving. In october 2012, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).